Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty locking the luer connector into place. The patient stated that the connector was not locking easily and expressed frustration, noting that the pump should not have such issues. The patient was asked to remove the case but stated they did not have one and declined to attempt this step. After being asked to send a video of the issue, the patient did so, and it appeared that insufficient pressure was being applied to lock the connector. The patient was instructed to insert an empty cartridge and was able to lock the connector without difficulty. The patient then filled a new cartridge with slightly less than a full volume, and the issue did not recur. A replacement box of luer connectors was sent to the patient, and the recommended cartridge fill volume was reviewed. The patient acknowledged the guidance and had no further questions before ending the call. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.